Event description:
A ventilator was returned to the manufacturer for service. There was no patient harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was observed in the downloaded event log. The device's oxygen blending module board and interface board were replaced to address the issue.